Event description:
It was reported that the customer's parent was concerned with the functionality of the pump as his son has experienced high bg's, the customer's infusion set and cartridge were changed and his bg levels are fine. During troubleshooting the pump appeared to function as expected.

Manufacturer narrative:
T: slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6). The device has not been returned for evaluation. Should new information become available a supplemental report will be submitted.